Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the issue was due to the bent image guide bundle from stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.